Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they experienced hyperglycemia. The customer¿s blood glucose level was 600 mg/dl at the time of incident. Customer had been using insulin pump system within 48 hours of reported high blood glucose events. Troubleshooting was declined for high blood glucose level. The auto mode feature was not active during the reported event. The insulin pump will not be returned for analysis.